Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. Upon investigation of the actual device used in this incident, it was determined that the cubie failed to open. A technical support specialist contacted the pharmacy to de-assign zolpidem 5mg from bin 03-16. A pharmacy representative remoted in via level medication intervention and successfully de-assigned both zolpidem 5mg and tramadol 50mg from bin 03-16. Following this, the user was able to issue the correct medication. However, the user onsite reported that both tramadol and zolpidem were not ejecting via cubie admin, and it was determined that ghost cubies in positions 03-16 and 03-15 needed to be deleted. The customer support specialist confirmed that the ghost cubies were deleted. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini experienced a malfunction in which the cubie failed to open. This hindered users from accessing the medication and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.